Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the battery was depleted because the patient didn't think he was charging correctly. The patient was re-educated on charging. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient fell around (B)(6) 2018 and two other falls occurred two weeks apart. The patient stated the patient tripped and also flipped off a garden seat. The patient says since then, he hasn¿t been able to have therapy because he couldn¿t charge. The battery was discharged. The patient charged the battery, impedances were noted to be good, stim was where it needs to be, and the issue was reported to be resolved. No further complications were reported.